Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks for an supraventricular tachycardia (svt).tachycardia therapy was exhausted as a result. It was reported that sensing was appropriate and therapy was delivered due to the rate being greater than the programmed conditional zone of 180. The physician planned to try to control the rhythm with medication management. The patient subsequently contacted technical services (ts) and indicated the shocks were delivered during physical activity. The patient indicated programming changes were made when they were seen in the emergency department. The patient then indicated that they would like the device deactivated and explanted. Ts referred the patient to their physician. No adverse patient effects were reported. This device remains in service.